Manufacturer narrative:
Neither the complaint instrument nor angiographic material was returned for technical investigation. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. The instrument was delivered in a leak-proof and pressure-tight condition. Based on the conducted investigations no manufacturing related root cause could be determined.

Event description:
The passeo-35 balloon was selected for treatment. It was not possible to inflate the balloon properly and no identified pressure was achieved due balloon leaking. Furthermore the balloon seemed to be ruptured.